Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Toothbrush caught on fire- oral b power care [device catching fire] case narrative: consumer via chatbot stated that the toothbrush caught on fire while charging. No injury was reported.